Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse observed the variation in voltage measurement when performing precision tests on for the ise (ion selective electrodes). The fse determined the failure mode was due to a faulty ise controller board. The fse replaced ise controller board to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 chemistry analyzer generated erratic patient results for ise (ion selective electrodes) sodium. The ise module includes sodium (na), potassium (k), and chloride (cl) assays, however the customer only questioned erratic na patient results. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.